Manufacturer narrative:
Follow-up #1: date of submission 01/31/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/13/2017 with the following findings: the keypad cover was intact and all keypad buttons responded normally to button presses. The keypad cover was removed and no defects were found to the button contacts. The pump casing was opened and no internal defects were found. The complaint could not be confirmed or duplicated on investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok/enter button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.